Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is an off-label usage of the device. The date of event is an approximation. On (B)(6)2026, the patient reported inaccurate and fluctuating cgm readings. The cgm initially displayed 110 mg/dl, then decreased to 52 mg/dl, increased to 58 mg/dl, and continued to fluctuate. During this time, the patient reported feeling dizzy and hot. She did not perform a fingerstick blood glucose (fsbg) check and instead consumed food to raise her glucose level. At approximately 11:00 pm, the patient¿s husband transported her to the emergency department (ed). At the time of arrival, the cgm displayed 51 mg/dl. An fsbg was obtained and reported to be higher than the cgm reading; however, the patient was unable to recall the exact fsbg value. The patient reported being informed by the physician that the cgm reading was inaccurate. Blood work was performed and reported as normal. The patient received intravenous (IV) fluids and an unspecified injection. She remained in the ed for approximately 4 hours and reported feeling well shortly after discharge. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.